Event description:
It was reported that while using four bd vacutainer® push button blood collection set, blood leaked from the side during collection. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 20-jun-2025 investigation summary bd received four photos and three samples for investigation. Evaluation of the photos indicated that the sleeve was side-pierced. The three returned samples were used in functional tests, and all sleeves recovered as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using four bd vacutainer® push button blood collection set, blood leaked from the side during collection. There was no health impact or consequence reported.